Event description:
It was reported that the patient underwent an artificial urinary sphincter implant after having a previous incontinence advance xp sling implant. It was later reported that the patient's level of incontinence was worse after the advance xp sling was implanted. No additional patient complications were reported in relation to this event.